Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the glucose level was 500 [blood glucose increased] novopen 4 didn't work normally & release insulin [device failure] case description: study ID: 1706-novocare programme study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "the glucose level was 500 (blood glucose increased)" with an unspecified onset date , "novopen 4 didn't work normally & release insulin(device failure)" with an unspecified onset date and concerned a child female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , tresiba penfill (insulin degludec) from unknown start date and ongoing for "hyperglycemia", novorapid penfill (insulin aspart) from unknown start date and ongoing for "hyperglycemia", current condition: type 1 daibetes mellitus (duration not reported). Since an unknown date novopen 4 didn't work normally & release insulin , when the glucose (blood glucose) level was 500 (units not reported) patient came to check the novopen 4 . Batch numbers: novopen 4: has been requested tresiba penfill: has been requested novorapid penfill: has been requested action taken to novopen 4 was not reported. Action taken to tresiba penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "the glucose level was 500(blood glucose increased)" was not reported. The outcome for the event "novopen 4 didn't work normally & release insulin(device failure)" was not reported. Reporter's causality (novopen 4) - the glucose level was 500(blood glucose increased) : unknown novopen 4 didn't work normally & release insulin(device failure) : unknown company's causality (novopen 4) - the glucose level was 500(blood glucose increased) : possible novopen 4 didn't work normally & release insulin(device failure) : possible reporter's causality (tresiba penfill) - the glucose level was 500(blood glucose increased) : unknown novopen 4 didn't work normally & release insulin(device failure) : unknown company's causality (tresiba penfill) - the glucose level was 500(blood glucose increased) : possible novopen 4 didn't work normally & release insulin(device failure) : possible reporter's causality (novorapid penfill) - the glucose level was 500(blood glucose increased) : unknown novopen 4 didn't work normally & release insulin(device failure) : unknown company's causality (novorapid penfill) - the glucose level was 500(blood glucose increased) : possible novopen 4 didn't work normally & release insulin(device failure) : possible.

Event description:
Case description: investigational result: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 15-nov-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ideg penfill and novorapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.